Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2015-00946 & 00977 & 00978 & 00979).

Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2006 and a revision procedure on (B)(6) 2014. Patient medical records provided by legal counsel indicates bearing surface wear, osteolysis, synovial granuloma, grayish-blackish synovial fluid and hypertrophic metallosis were noted during the revision procedure. Revision operative report further indicates that an osteotomy was needed to remove the femoral stem as the stem and taper were cold welded. All components were removed and replaced with a biomet metal-on-polyethylene total hip during the revision procedure. A competitor cerclage and cables were placed around the distal femur above the osteotomy.